Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient woke up and had to void and it pained them to wait before getting up and going. Four days later, patient said they can't empty their bladder anymore and they now have insomnia. On (B)(6), patient said the ens cable unhooked on (B)(6) 2019 so they met with their manufacture representative (rep) to have it fixed. Two days later, patient said their device hadn't been working so they met with their rep who confirmed it was still working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the new settings were made for the trial patient. They also mentioned that the patient¿s trial was for severe overactive bladder and urge incontinence. As an intervention performed, the hcp reported the patient had a sacral nerve stimulator (stage 2) implanted on (B)(6), 2019. There were no further complications reported or anticipated.